Event description:
Battery pump safety stop: was giving care; pump beeped and pump blanked out. Rn was in the room to hear the beep. Unsure if it alarmed continuously or just one beep. Beep was not a normal occlusion alert. Message on machine stated "improper shut down."